Event description:
The customer reported that the system's touch screen intermittently is not responsive. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The touch screen was replaced, the voltages were checked, and a screen calibration was performed. The system was tested and found to be working as intended and put back into service.